Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the surgeon was trialing the trial femur, trial tibia and trial insert with 5mm shim attached when the insert and shim broke as he was attempting to place the trial insert and shim between the trial femur and trial tibia. He removed the broken pieces from the patient's knee and the pieces were carefully checked to make sure no pieces had been left in the patient. He then opted to remove more tibial bone and finished the procedure as described above. Photos of the broken instruments are attached. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the attune rp cr artic surf sz7 (254500567 / mvmjgk800) was found broken from the right post, the broken fragment was returned for examination, the spring was observed incrusted and deformed in the hole of attune shim sz7 5mm (254500671 / mvmhdz020). No other issues were observed, therefore, the reported condition can be confirmed. The failure mode is consistent with inserting an extractor device in between the trial and mating shim, and using the extractor to pry the mating devices apart during extraction of the trials. This improper technique results in damage to the spring and/or post components of the articulating surface as well as the mating shim. The attune intuition surgical technique 0612-10-512 (page 53), emphasizes the correct use of the tibial trial extractor (product code 254500138) with the trials. Furthermore, on page 51 of the surgical technique and per IFU-0902-00-836, careful inspection of the trials for damage/breakage should be performed pre and post-operative. If any damage to the balseal components is observed the trail should be replaced. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rp cr artic surf sz7 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation, however photos were provided for review. Review of the provided photos confirmed breakage of post and deformed spring in attune artic surf. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was trialing the trial femur, trial tibia and trial insert with 5mm shim attached. The insert and shim broke as he was attempting to place the trial insert, and shim between the trial femur, and trial tibia. He removed the broken pieces from the patient's knee and the pieces were carefully checked to make sure no pieces had been left in the patient.